Event description:
I had breast augmentation with silicone breast implants in 2009. Two days later, my legs were covered in a rash and they would not stop itching. As the days went by, more and more of my skin and body became itchy. The itching got worse and worse. I had scratched so much so many places that they were all bleeding. A trip to my primary care physician and two visits to a dermatologist and two phone conversations with my surgeon resulted in the removal of the breast implants the following month because of the terrible reaction they caused. I was unable to function at work or at home due to the allergic type reaction I had from the implants. Two hours after the implants had been removed, I had no more itching and all of the rashes that were on my body were gone by that night. Dates of use: 2009. Diagnosis or reason for use: breast implants.